Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was reading inaccurately high, erratic. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began at approximately 10am on the same day she contacted lfs for assistance. The patient reported that she tested with the subject device and observed a blood glucose reading of "7.1mmol/l." She stated her normal blood glucose range is usually between "5.0 - 6.0 mmol/l" before meals; and between "7.0 - 7.5 mmol/l," two hours after eating. The patient reported that she then exercised and retested approximately one and a half hours later and observed a value of "8.5mmol/l" which she felt was high and erratic compared to the previous result. The patient advised the csr that she tests 3-4 times per day and manages her diabetes with metformin (500mg) 2 in the morning and 2 in the evening and onglyza (5mg), 1 in the evening and continued with her usual diabetes management regimen in response to the alleged issue. The patient claimed that approximately 20 minutes after receiving the 2nd she had symptoms of "mild nausea, shaking and hunger" which she associates with low blood glucose and consumed slices of tangerines & water as self-treatment approximately 10 minutes later. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The sample was taken from the same approved site. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered intervention of exercise based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.